Manufacturer narrative:
Without a sample being provided, any failure mode or definitive root cause could not be determined.  The manufacturing facility's quality system mandates suitable in-process controls to measure the seal integrity of representative samples.  During production of this lot, fifty-five samples were pulled and tested at predetermined locations to best gauge the seal integrity by pull test and functional leak testing.  All samples pulled from this lot met the predetermined criteria before it was released.   It should be noted that the chemicals used in the product are food grade and non-toxic.  The IFU does state that if the contents contact the skin, you should wash the area with mild soap and water.  It also states that it should not be applied to broken skin.   During production, the formulation of the product is tested every 2 hours to measure the maximum temperature that it can generate.  The tolerance for this process is 110.5 - 114.1 degrees f.  Again, all samples must meet this tolerance before it is released.  Based on peak temperature upon activation, a 2nd degree burn is not likely with this product.

Event description:
Customer reported that on (B)(6) 2016, while vacationing at (B)(6), she sustained a stingray bite on her foot. Customer states that she felt terrible pain and saw a lot of blood coming from the wound on her foot. She fainted. When she came to, she stated she was being attended to by the local lifeguards. She was given a hot pack and was told to go to the local urgent care. By the time she arrived at the urgent care she had three large blisters on the top of her foot.